Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): analysis found that the issue could not be reproduced.

Event description:
It was reported that the external pulse generator (epg) pacing rate increased when connected to a patient. The epg was returned for service.there were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.